Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive on the done button. The customer's blood glucose was 84 mg/dl. Although the touchscreen was initially unresponsive on the done button, during troubleshooting with tandem technical support, the touchscreen responded to presses successfully. Reportedly, customer continued to use the pump for insulin therapy.